Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed. The pod delivered 60 pulses across both priming sequences. After priming concluded, the needle mechanism was not deployed, and the pod was deactivated. The pod was reset and delivered a 15u bolus without incident. No drive resistance was observed. The cause of the high pulse width w/ drive stall and subsequent needle mechanism failure could not be conclusively determined.